Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a blank display after exposure to moisture. The customer¿s blood glucose was 207 mg/dl at the time of incident. Customer stated that the insulin pump display did not return even after the battery was replaced and restarted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to moisture damage. No moisture damage was found on the motor or force sensor or keypad assembly. (B)(4).